Event description:
The customer reported that the reservoir back o-rings stuck in the reservoir and are preventing the pump to push the insulin out. Also it was stated that it could not push out the insulin manually either.